Event description:
It was reported that the device was explanted after an implant duration of approximately 127.4 months. No further information was provided. Information learned from implant patient registry. On 04/28/2009 (through follow-up with the surgeon), it was learned that the device was explanted due to endocarditis. The operative report (provided by the surgeon), concluded with: "the patient was transferred to the cardiac surgical unit in a serious but stable condition." The device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.